Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for evaluation. P/n ae05ml is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: (B)(4) samples were taken from the current production p/n 543965 auto endo5 ml lot# 73k1800701, samples were functionally inspected (fired) and the issue reported "clip jammed" was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot #73e1800772 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a clinical trial of ae05ml for the first time during a laparoscopic cholecystectomy. Clips in the applier jammed when trying to place the 3rd clip, same for subsequent clips. A new applier was opened and further 4 clips placed with no issue.